Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. Customer stated that there was no alarm on her recalled device and she is not sure that if there is any harm from the device or not. She started using her device maybe from 2018. Her device was working with full functionality at the beginning of her first use. She cleans her device with soclean cleaning device daily. She never noticed any particles on her device. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.